Event description:
Pt's symptoms were subtle before 2002 and became severe and persistent requiring confinement to bed with severe abdominal pain, agitated fatigue and nausea. Pt was misdiagnosed and eventually required antibiotic treatment and realized that the stent had to be removed. An attempt was made to remove it. M.d. Recognized the presence of infection during the procedure. Pt proceeded on the premise that the stent had been removed with symptoms of persistent infection and other symptoms which gradually became worse requiring that pt return to bed with pain and agitated nausea. The abdominal pain became quite severe and fortunately pt found a urologic surgeon, who did a cystoscopy. He discovered and removed many fragments of the stent. A subsequent CT-scan revealed the presence of remaining fragments still in their urethra, prostate and ejaculatory duct. Dr wants to save prostate. Until yesterday pt hoped they would try to remove the remaining fragments but they do not believe they have the necessary experience. Pt has had great difficulty in finding a surgeon who will evaluate them for the purpose of removing the remaining fragments of stent. Pt has recently become sicker with increased pain, a relapse of impotence, and a persistent need to keep returning to bed.